Manufacturer narrative:
System assessment identified a minor tube leak occurred prior to the alleged run. This caused the photometer signal to be disturbed and affected the result calling for sars-cov-2 and flu b result to be false positive. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(6). (B)(4).

Event description:
A customer from (B)(6) reported false positive results for flu b and sars-cov-2, generated with the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® analyzer; sn (B)(4). A retest of the same sample on another cobas® liat® analyzer generated negative results for sars-cov-2 and flu b. Both the initial and retest results were reported to patient. No harm is alleged. A system assessment confirmed the initial sars-cov-2 and flu b results to be false positive due to amplification signal anomalies.